Manufacturer narrative:
Device failure is suspected.

Event description:
Reporter indicated that vns patient was experiencing increase in seizures, and had diagnostics done that showed high lead impedance. Revision surgery is being scheduled to replace device, but per doctor, it is unknown whether the events are due to generator end-of-service or if there is something wrong with the lead. However, recent system diagnostics show the device is not at end-of-service. Doctor also does not believe patient trauma or manipulation cause high impedance event and no x-rays were taken to assess possible lead break. Problem will be assessed by surgeon on date of surgery. It is also unknown whether the increased seizure rate is above or below pre-vns level. Reporter believes, however, that the increase is due to device not providing correct therapy. Product has been requested following pending explant surgery.